Event description:
The account alleged that the bed had no nurse call. No pt impact.

Manufacturer narrative:
The technician found that the bed had a damaged internal side come cable. The technician replaced the internal side com cable to resolve the issue.